Manufacturer narrative:
Serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the periodic log file showed events spanning approximately 11 days ((B)(6) 2022 per timestamp). The periodic log file recorded events in intervals of every hour. The backup battery count increased once through the duration of this log file, from 9 to 10 on (B)(6) 2022 between 05:02:48 and 06:02:48 while connected to the mobile power unit. The backup battery count increase is due to a total loss of power to the mpu. The system operated as intended at the set speed. There were no other notable alarms active in the log file. Multiple good faith efforts were sent regarding the serial number of the mobile power unit (mpu), if the mpu would be returned for evaluation, if the mpu¿s ac power cord had a v-lock connector, if it was known if the cord came loose at the wall/outlet or the back of the unit, if there were any environmental circumstances that could have impacted power to the unit, and if the mpu would be returned for evaluation. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to no serial number for the mobile power unit being provided. Heartmate iii patient handbook under ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage, power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) under ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a no external power alarm while sleeping on the mobile power unit (mpu) which woke the patient up in the middle of the night. The patient stated that it was not accidentally unplugged from the wall when this occurred. Log file review did not show any no external power events. Pulsatility index (pi) events were noted which may have overwritten other events.

Event description:
Additional information stated that the patient was given a new mpu on 07mar2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.